Event description:
The customer reported seeing an error message upon bootup.

Manufacturer narrative:
The philips field service engineer went to the customer site and verified that the unit had a shock equipment malfunction inop message. Replacing the therapy pca resolved this issue.